Event description:
The account alleged the side rail cable was cut and bare wires were exposed. No injury reported.

Manufacturer narrative:
The technician found the side rail cable was cut at the pivot point of the side rail. The technician stated the side rail fuse was blown by the cut cable and caused a loss of function to the side rail. The technician replaced the side rail cable and the fuse to resolve the issue.